Event description:
Patient was revised to address loosening of the metalene, as well as poly wear of the humeral cup and osteolysis.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. Depuy reviewed the device history records and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.